Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt experienced lower back cramps, vaginal pressure, mesh erosion, scarring, pelvic pain, defecatory dysfunction, and rectal pain. The pt had a repair surgery in 2012. Since the repair procedure, the pt's condition has improved.

Manufacturer narrative:
(B)(4).